Manufacturer narrative:
The reported event can be confirmed as the surgeon confirmed the patient presented with infection symptoms and was treated with antibiotics. Overall, the surgeon did not report any device failure, malfunction, or other performance issues. The patient improved after taking antibiotic meditations.

Event description:
It was reported the patient underwent a bilateral joint replacement. The patient presented with an infection post operatively and the surgeon performed a second surgery to treat the infection.

Manufacturer narrative:
Device is not available for evaluation. If additional information is received it will be reported on a supplemental report. H3 other text : device remains implanted.

Event description:
It was reported the patient underwent a bilateral joint replacement. The patient presented with an infection post operatively and the surgeon performed a second surgery to treat the infection.